Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 3 of 4 for the same event. It was reported that during a hemilaminectomy surgical procedure on a canine, it was observed that the electric pen drive device used together with 4m console cable was not running at all and had no power. A second set of electric pen drive and 4m console cable was available for use. It was observed that the second set ran constantly and would not power off. It was reported that there was a fifteen[15] minute delay to get another set of spare device and the surgery was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it would not stop running, in either forward or reverse, without pushing the hand switch and that the o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.